Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the electrical connector fluid damage, the lcb distal cover glass broken, the suction channel buckled, the control body corroded, the control knob pivot corroded, the lg prong corroded, the lg cable connector corroded, the objective gluing missing, the distal body worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).